Manufacturer narrative:
The jaw wire may have been damaged during insertion into or withdrawal from the trocar. The instructions for use (IFU) warn the user to "carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt." The IFU also warns, "inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. If damaged, do not use. Failure to observe this caution may result in injury or electrical shock to the pt or surgical team or cause damage to the instrument."

Event description:
The report stated that the wire to the jaw of the ligasure atlas broke the first time the surgeon used it. Eval of the returned incident device found that the insulation on the wire leading to the jaw of the device is damaged, and the bare wire underneath is exposed.